Event description:
It was reported that the caller experienced a cgm error, specifically error 42, with the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, and following the reset, the error was resolved, allowing the customer to successfully start a new sensor session.